Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging dreamstation auto CPAP screen does not light up. The device was not known to be in use on a patient at the time of the occurrence. The dreamstation CPAP device was returned to the manufacture's third-party service center for evaluation, and the customer's complaint was confirmed. During the evaluation it was noted that the device's pca was burnt. Additionally, the following parts were contaminated, blower, blower outlet seal/isolator kit, blower box kit, iso port kit, inlet/outlet seal, top enclosure kit. The root cause isn't confirmed at this time. The device was returned to the manufacturer service center for evaluation, and the customer's complaint was confirmed. During the evaluation it was noted that ui display bezel was observed to not light up when the device was powered on. The printed circuit assembly was observed to have corrosion at the vled component that controls the ui display and likely causing it to not work properly. The corrosion on the printed circuit assembly is likely due to liquid ingress. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging dreamstation auto CPAP screen does not light up. The device was not known to be in use on a patient at the time of the occurrence. The dreamstation CPAP device was returned to the manufacture's third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device's pca was burnt. Additionally, the following parts were contaminated, blower, blower outlet seal/isolator kit, blower box kit, iso port kit, inlet/outlet seal, top enclosure kit. The root cause isn't confirmed at this time. The manufacturer's investigation is ongoing. If new additional information is received a follow-up report will be submitted.